Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." Complaint sheet - "report from the sales rep: during a procedure, parts of the septum were damaged when inserting a clip applier (unknown about maker) through this event product. Some pieces of the septum fell inside the patient and were completely removed from the patient's body cavity with kind of forceps. This event caused air inside patient's cavity to leak. Initial investigation report by (B)(4): the event unit was returned to (B)(4) and visually inspected. It seemed that a piece of the double duck bill was cut from the seal by the customer. Two fragments )the large one measuring approx. 8.8mmx6.1mm and the small one measuring approx. 2.7mmx1.8mm) were returned to (B)(4). <large piece> the large piece coincided with the shape of a damaged site. After putting the large piece, a new missing site was found on the septum, and the piece to be put on the site was not returned to (B)(4). Then, we also confirmed that the large piece had a small hole measuring approx. 1.3mmx1mm. The piece to be put on the hole was not returned to (B)(4). <small piece> the small piece didn't coincide with shapes of any damaged sites and seemed to be stiffer than rubber used for septum. Admin#(B)(4)." Patient status: "no patient injury."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the exterior of the device. Engineering removed the seal and noted no damage to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and is similar in shape as the hole in the septum. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Additional information was requested and was not provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.